Manufacturer narrative:
(B)(4). The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies were found. A review of the complaint history determined that no further action was required as no trends were identified. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Integrity implants will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial transforaminal lumbar interbody fusion procedure. Subsequently, the patient underwent a revision procedure due to unknown reasons approximately six (6) weeks later. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.